Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Severely calcified vessels).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm approx one month ago. The vessels were severely calcified and moderately tortuous. After the stent grafts were implanted, a reliant balloon was used to model the stent graft. The balloon was inflated with a 30 cc syringe with 20% contrast and 80% saline solution. It was reported that, approx 4 cm proximal to the end of the ipsilateral limb there was a type iii fabric endoleak. It was also noted that at the location of the type iii endoleak there is a "step down" in the diameter of the iliac limb due to severe calcification. The physician believes that the type iii endoleak was due to the calcification and that the endoleak occurred when the stent graft was being modeled (ref MFR # 2953200-2011-00855). The physician implanted another aneurx iliac limb and the type iii endoleak was covered and resolved. No add'l clinical sequelae were reported and the pt is fine.